Manufacturer narrative:
Section g4: there was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported event, of touchscreen not responding, was not confirmed when the unit was evaluated by technical service. The returned system monitor was checked by technical service. No issues were observed or duplicated. The system monitor was tested and returned to the customer. The root cause of the reported event was unable to be conclusively determined through this investigation. A corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. The system monitor (part number 101214) was built in aug2010. The packaged system monitor (part number 1286a) was placed into inventory on 02sep2010. The unit was shipped to the customer on (B)(6) 2010. Last serviced on 24feb2017 ¿ software version 7.32 installed. Setup and use of the system monitor with the heartmate power module are documented in the heartmate ii left ventricular assist system (lvas) instructions for use (rev h p.4-5 system monitor setup) and the heartmate power module instructions for use (rev b p.18 - setting up the system monitor for use with the power module). No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the touchscreen on the system monitor was not responding. The unit was returned for repair.